Event description:
A 43 yr old white gravida 3, para 3 female status post subglandular inframammary dow corning gels for augmentation on 3/12/80. Pt complained of firmness from beginning, left was always harder and smaller. Pt denies history of trauma or decreased size of breast. Complained of sensitive nipples and shooting pain. Complained of arthralgia with am stiffness, myalgia, itching/hotness, decreased reflexes, chronic fatigue, sleep disturbances, hot flashes, chills, headaches, severe temporomandibular joint problems, visual disturbances, dizzy spells, memory problems, dry eyes, hair loss, rashes, sensitivity to sun, cold and chemicals, shortness of breath, dysphagia, hypothyroidism, labile hypertension, weight gain, easy bruising, gastro-urology distrubances, and menstrual problems. Pt has been found to have premature ventricular contractions and multiple allergies. Pt otherwise healthy.